Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2021-06325. It was reported the patient experienced ineffective therapy. In turn, the patient underwent surgical intervention wherein both existing leads were explanted and replaced. It was observed that one of the leads had a fracture and one of the leads migrated. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported.